Manufacturer narrative:
The product was not returned for analysis. The DHR review performed for this lot indicates that the product was tested and inspected per established mfg requirements. This review revealed that the products met all requirements per the applicable mfg quality plan. Based on the info available, there are no identified procedural factors contributing to the reported air in the orbit hub after prepping. The product was not returned for analysis; therefore, no conclusion can be made regarding the cause of the event.

Event description:
Air remained in the hub of the delivery system. During preparation of the coil delivery system, air remained at the hub part and the coil delivery system could not be purged. During purging the dcs syringe reached the blue zone and the gauge decreased properly and responded as expected. Dedicated saline from an infusion bag was used for the dcs syringe and no bubbles were noted prior to purging. No info was available if the same syringe was used to prep other coils. Another dcs coil was used and the procedure completed successfully. There was no adverse effect to the pt.